Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 29mm sapien 3 transcatheter heart valve by transfemoral approach. During inflation of the commander delivery system balloon, the valve embolized as it could not be fully expanded due to a hole in the balloon at approximately 10-15% inflation. The delivery system and valve were retracted. The valve was explanted surgically through the femoral artery. Patient is in palliative treatment.

Manufacturer narrative:
H10: added h6 type of investigation and investigation findings. Corrected h6 component codes, device codes, and investigation conclusions. The 29 mm commander delivery system balloon and nose tip with crimped valve was received inside jar, cut and separated from the proximal portion of the delivery system. The proximal portion of the delivery system was not returned. The returned device was visually inspected, and the following was observed: the valve remained partially crimped over distal shoulder of inflation balloon. Crimped valve partially expanded at inflow end. All valve struts exposed through skirt at inflow end. One strut bent outwards. After decontamination nosecone observed to be two-toned. Due to the condition of the returned device (balloon cut), no functional or dimensional testing were able to be performed. Fluoroscopic video was received from the field and the following was observed: partial inflation of the inflation balloon during deployment. The embolized thv moved distally on the delivery system during attempts at withdrawal of the system through patient vasculature. The complaints for balloon leak and withdrawal inability are confirmed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to balloon leak and withdrawal inability. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The IFU, procedural training manual, and device preparation manual were reviewed. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from march 2021 - february 2022 for the commander delivery system (all models and sizes) revealed additional similar complaints for balloon leak and withdrawal inability. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for balloon leak was confirmed by provided imagery. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, "during inflation of the balloon of the commander delivery system, a hole on the balloon caused a massive leakage at around 10-15% of inflation and as a consequence, the valve embolized." In fluoroscopic video provided by the field, it was observed that the valve only partially inflated during deployment. While reported patient calcification was minimal per the case notes, calcification of the anatomy may have caused balloon damage. Calcification can present a challenging condition for the balloon during tracking through the system. Calcific nodules can interact with the balloon and compromise the balloon structure, resulting in the reported leakage upon balloon inflation. Additionally, it is possible that mishandling during preparation of the device caused damage to the balloon. Procedural factors such as removal of the balloon cover using tools (i.e. Scissors) or handling of the device in close proximity to sharp tools, in addition to excessive manual handling of the device, may have inadvertently produced this type of damage to the balloon, resulting in the reported leakage upon balloon inflation. Available information suggests that patient (calcification) and/or procedural factors (device mishandling (prep)) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. The complaint for withdrawal inability was confirmed by provided imagery. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, "...a hole on the balloon caused a massive leakage at around 10-15% of inflation and as a consequence, the valve embolized. Delivery system and valve were removed from the patient through surgery of the femoral artery." In fluoroscopic video provided by the field, it was observed that the valve moved distally on the delivery system while tracking through the patient's vasculature during withdrawal attempts. Due to the partial deployment of the valve, it is likely that the thv had a larger profile than normal during withdrawal attempt. In combination with not being fully anchored on to the delivery system flex tip due to embolization, the thv became stuck, requiring additional intervention to remove. Available information suggests that procedural factors (withdrawal of partially deployed thv) may have contributed to the complaint events.